Event description:
It was reported the patient started exhibiting problems following a rhizotomy procedure in (B)(6) 2012. It was noted, the patient saw a representative in (B)(6) 2012 as the battery was not charging. It was reported, the patient turned off the device for the procedure, but felt as if it was still on. It was noted, the patient felt vibration from their shoulder down to both legs. It was reported, the patient thought stimulation was too high and uncomfortable. It was noted, the patient programmer confirmed the device was off. It was reported, the patient¿s health care provider did not know what was causing the vibration. It was noted the patient still had concerns, but had not sought further help.

Manufacturer narrative:
(B)(4).